Event description:
Caller reported a malfunction on the pump, but there were no notable events prior to the issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Cts provided information for resetting the pump, assisted the caller in doing so, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction occurs again, which the caller understood and acknowledged.